Manufacturer narrative:
(B)(4). Retainer ring=black, pump received with critical pump error. Unit downloaded to crest. However, unit failed to download to thus with blue display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to download difficulty. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the crack in battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.